Manufacturer narrative:
The insulin pump was received with lcd display anomaly due to cracked bleeding lcd. Unable to performed displacement, rewind, seating and basic occlusion due to display anomaly. Unable to verify pump error and unable to perform the download for the pump history files due to cracked bleeding lcd. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the alarm occurred every 4 hours. The product was returned for analysis.